Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels and he was hospitalized for hyperglycemia. The patient had been testing about every hour since the early morning of (B)(6) 2018. The blood glucose results were about 450 mg/dl on the patient's aviva combo meter. The patient had symptoms of nauseous, vomiting, and not eating. The patient went to the hospital at 6:30 p.m. On (B)(6) 2018. When the patient arrived at the hospital, the blood glucose result was 276 mg/dl on the aviva combo meter. Around 15 minutes later, the blood glucose result on the hospital's meter was plus or minus 10 mg/dl of 276 mg/dl. The patient does not remember if the result was higher or lower than 276 mg/dl. The patient was treated with regular insulin and saline via IV. The patient was released from the hospital at 10:30 a.m. On (B)(6) 2018. The infusion device was requested to be returned for product evaluation.